Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer required assistance to treat the low bg from husband, who administered sugar until patient stopped seizing. Recommendation was made to consult with a healthcare provider regarding diabetes management.